Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty obtaining capture on the left ventricular (lv) lead. Numerous positions were attempted with some capture achieved, however, the positions were not clinically acceptable. Lv lead placement was abandoned. The physician chose to cut and cap the lv lead in order to fashion a port plug for the device. No patient complications have been reported as a result of this event.